Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 280 mg/dl. For treatment, the patient was given intravenous (IV) fluids of saline and insulin. No changes were made to their insulin and ketones were not checked. A urine test was conducted for infection and came back negative. The patient was reported to have lost consciousness and a computerized tomography (CT) scan was given to the patient at the hospital. The patient did not receive any medications and the pod was removed and discarded at the hospital. The pod was worn between 36 and 48 hours on the abdomen.